Manufacturer narrative:
(B)(4) - product evaluation: the subject meter and associated test strips were returned on (B)(4) 2013 and analyses completed on (B)(4) 2013, respectively by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter and test strips met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving the error 4 error message during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 6:00 am, the patient obtained the error 4 error message on the reported meter; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. Thirty minutes afterwards, the patient lost consciousness. The patient¿s visiting nurse took the patient to the emergency room, where her blood glucose level was tested to be 1.7 mmol/l. The patient was treated with food and/or a drink. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique was incorrect, which can cause error messages to occur. The issue was resolved with troubleshooting and patient education. The meter and test strips were replaced. The patient¿s testing technique was correct, which may have contributed to the error message. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the meter issue occurred, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.